Event description:
It was reported that the patient came into the hospital with gradual onset of chest pain and worsening dyspnea with exertion. Hospital staff saw the patient was in a rapid ventricular arrhythmia and started cardio pulmonary resuscitation. The patient received external defibrillation and a shock from the device. The device interrogation revealed the shock to be a success. The patient was not able to be revived and expired. The hospital staff would like to know if there is a device malfunction.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.